Manufacturer narrative:
Evaluation results: one portex endotracheal tube (polar) was returned for investigation in used condition. The returned sample was visually inspected at a distance of 12 - 16 inches and normal conditions of illumination. No issues were observed. The cuff of the returned sample was inflated using a syringe. The product was also submerged under water in order to look for any leaks. Leakage was observed coming out from a small tear in the cuff. The customer reported product problem (leaking) was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. (B)(6).

Event description:
It was reported that the device was being placed in use with patient and the cuff would not inflate. No adverse effects to patient reported.